Manufacturer narrative:
Insulin pump received with no button response due to unlocked j2/ lcd keypad connector. Unable to perform the displacement test or verify battery out limit alarm due to no button response. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed battery out limit. Customer also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm or keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.